Event description:
At implantable neurostimulator replacement surgery, intraoperative impedances were greater than 10000 ohms. When the leads were pulled out 1-2 mm impedances were within normal limits on some electrodes and remained high on others. After multiple reinsertions of both leads into both implantable neurostimulator ports, they were able to get all electrodes except number 8 to be in range. A physician model recharge was executed and the impedance on electrode 8 was still high. There were no procedural nonconformities that could explain the high impedance. The high impedance continued at least 7 days after surgery. The patient had good stimulation coverage without the use of electrode 8, both post operatively and at a follow up appointment a week later.

Manufacturer narrative:
(B) (4).